Manufacturer narrative:
Na

Event description:
The device was returned for preventative maintenance by the customer with no problems specified. The device was not reported to be in pt use. No harm or injury was reported. During a routine svc eval by the MFR, it was discovered that, the alarm function intermittently due to the relay on the power board causing the problem. The device will be further evaluated by the engineering dept for root cause analysis. If further pertinent info is obtained a f/u report will be submitted.